Event description:
It was reported via facility medwatch that the burr got stuck in lesion and the patient died. The target lesion was located in the right coronary artery (rca) and left anterior descending artery (lad). During the procedure, when the patient was in cath lab for percutaneous coronary intervention (pci), allegedly the rotablator burr was stuck in the body and upon removal of the burr, post-angiogram noted free floating contrast outside the coronary artery. The patient deteriorated and a code was called. However during the code, the rotawire was removed, without the distal radiopaque portion attached. Due to this patient's physiology (i.e., calcified lesions, stenosis and notable tortuosity extending into the abdominal aorta), extensive cardiac history and co-morbidities; it is not easily concluded that the complaint device ultimately contributed directly to the patient's demise.